Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 2021-05-03 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem v/nv ckv 3 ss 20dp 20pk experienced 4 cases of leakage, and 2 cases of component separation. The following information was provided by the initial reporter: material #: 2426-0500. Batch/lot #: 20103144. 4 different alans pump infusion sets were pulled to prepare for treatment. Each had leaks at the y-site beneath the roller clamp, 2 cases the tubing at the location could be pulled apart.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage and separations at the smart site below the roller clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20103144 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that gem v/nv ckv 3 ss 20dp 20pk experienced 4 cases of leakage, and 2 cases of component separation. The following information was provided by the initial reporter: material #: 2426-0500; batch/lot #: 20103144. 4 different alans pump infusion sets were pulled to prepare for treatment. Each had leaks at the y-site beneath the roller clamp, 2 cases the tubing at the location could be pulled apart.